Event description:
The facility reported a pump with failure code 570 with batteries that will not hold a charge. This failure code occurred before use. There was no pt injury or medical intervention necessary according to the hosp rep. No additional contact info is available.